Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure (cpb), the arterial roller pump stopped without an alarm, however, the pump did not loose power. The device was not changed out, the perfusionist (ccp) restarted the pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review: during cpb, when the pt was at 32 degrees c, the ccp was doing their normal scan of the central control monitor (ccm), and noticed that the arterial flow sensor measurement was displayed as 0.00 l/min. The ccp looked at the arterial roller pump and it was stopped. There were no audible or visual messages on the local pump display or the ccm. The ccp was able to re-start the pump immediately and again provide arterial flow. The estimated time, without arterial flow was only fifteen seconds. This event did not delay the surgical procedure or extend cpb time. (B)(4) clinical review: there were no other issues with the arterial pump or any other cpb components for the remainder of cpb. The pt was weaned from cpb without difficulty and the procedure was completed, as scheduled. There was no blood loss associated with this event and no components were changed out during cpb.

Manufacturer narrative:
Eval is in progress, but not yet concluded. After the case, the customer switched the sucker pump with arterial pump.